Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a off no power on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states they did receive a low battery alert prior to the off no power alert. The customer states it was less than 24 hours from the low battery alert to the off no power alert. The customer states that he will call the help line to complete the troubleshooting for the off no power, bad battery and battery out limit alarms.